Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that she had an infection, but was unsure what kind. She already went to the doctor and spoke with them about the issue. She was worried about her possible infection as it had been lingering for two weeks. She had been having pain and other issues. She had given urine to her doctor and was waiting to hear back about the possible infection. The trial began on (B)(6) 2016. The patient's lead was removed by the physician assistant and this caused some pain as well. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.